Manufacturer narrative:
Analysis was unable to confirm the customer comment of an error nor of a power-down, no recent errors were found in the error log or parsing log files and the programmer was powered on for 24 hours without producing an error or powering down. The software was reconfigured, reloaded and updated as a preventive measure. The device then passed its functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a black screen with a "serious programmer issue" error message. The programmer also powered down during an implantable cardiac monitor (icm) device check. The programmer was returned for service. No patient complications have been reported as a result of this event.